Event description:
The customer reported via phone call that she had a high blood glucose of 500 mg/dl. Customer stated she switched infusion sets yesterday and her blood glucose shot up tonight. Customer had symptoms of high blood glucose such as feeling tired and thirsty. Customer treated with boluses and manual injections. Customer reported that she did not contact her health care professional regarding her unexplained high blood glucose. Customer declined troubleshooting and hung up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.